Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the distal end of the inserter shaft is bent. Also, the anchor is off the inserter but held in place by the suture. The suture was still intact and was not frayed or cut. This complaint can be confirmed. No further procedural details were provided that could determine a root cause for the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A manufacturing investigation was conducted since the failure occurred out of package and the manufacturing process was performed according to the procedures without any issue. A review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported from (B)(6) that at pre-surgery, it was observed that the cap on the micrifxqa+ w/#4oc c1 was found detached from the rod. It was further reported that the rod tip was bent when the device was retrieved from the package. The incident did not cause a delay in the surgery. There was no patient involvement. There were no reports of injury, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should be become available, a supplemental medwatch will be submitted accordingly.